Event description:
It was reported that the device was used during a laparoscopic chole. Procedure. It was reported that the device would not release from the cystic artery during the procedure. Another device was used to complete the case. There was no consequence to patient.